Event description:
It was reported that this right ventricular (rv) lead recorded one shock impedance measurement greater than 200 ohms, which is high out of range. The shock impedance returned to normal range afterwards and the rest of the measurements remain stable, there is also no noise. Technical services (ts) reviewed the device data and advised to bring the patient in-clinic for troubleshooting. It was also mentioned that the shock impedance has normalized, however, it is recommended to keep a close eye in case there are more fluctuations. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recorded one shock impedance measurement greater than 200 ohms, which is high out of range. The shock impedance returned to normal range afterwards and the rest of the measurements remain stable, there is also no noise. Technical services (ts) reviewed the device data and advised to bring the patient in-clinic for troubleshooting. It was also mentioned that the shock impedance has normalized, however, it is recommended to keep a close eye in case there are more fluctuations. Additional information was received. Another device data analysis was requested due to fluctuating shock impedance and ts discussed there are no fluctuations in other lead measurements and no noise on the shock channel. It was recommended to perform provocation tests and a chest x-ray to assess lead integrity. The lead remains in service. No adverse patient effects were reported.